Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709sc lot# serial# (B)(4), implanted: (B)(6) 2009, product type: catheter, ubd: 27-aug-2011, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 640 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient missed their pump refill appointment approximately 2 weeks ago at the end of (B)(6) 2022. The reason was unknown. The patient presented in the emergency room and was admitted to the hospital for observation as they were being evaluated for signs of baclofen withdrawal given the fact the patient's mother had missed bringing them in for their scheduled pump refill at the end of july. No evidence of withdrawal was noted. They were scheduled for a catheter dye study on (B)(6) 2022 to check placement of catheter and any issues with catheter.  The catheter dye study was performed and it was determined that the catheter may have a micro fracture and that no dye was noted at the exit top of the catheter tip at t5 level. The catheter was aspirated easily via the catheter access port and 0.3 ml of clear fluid aspirated prior to the injection of contrast dye. The pump was interrogated with the programmer and the settings revealed that the pump reservoir was empty. Surgery to replace the patient¿s pump was previously scheduled for (B)(6) 2022.  The healthcare provider (hcp) would contact the neurosurgeon of record to request moving the surgery up and recommending the catheter to be replaced as well as the scheduled pump replacement. The issue was not resolved at the time of this report. The patient's weight and medical history was asked but unknown. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) reported that there were no issues with the pump or catheter at time of the normal pump replacement as pump was at eri (early replacement indicator). Good csf (cerebrospinal fluid) return was noted from the catheter during the procedure.